Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was admitted with fever and chills. A transesophageal echocardiography was performed and confirmed infection. The system was removed on (B)(6) 2018. The patient was stable post procedure.